Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 30-40 (mg/dl. Sugar pills were consumed to treat the low bg. Reportedly, the customer suspected the pump therapy settings needed adjustment. At the time of the reported event, bg level was 186 mg/dl. Recommendation was made to consult with health care provider regarding therapy settings.